Manufacturer narrative:
It was reported that this lead was repositioned, not replaced. The lead remains implanted. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the patient was hospitalized and underwent a lead replacement regarding this right atrial lead approx. One month after the implantation. The reason of the procedure is unknown. The patient was treated with antibiotics to avoid pocket infection. It is unclear whether the lead remains in the body or not. Should additional information be received, this file will be updated.